Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and a bent and damaged connector ear was observed. A functional test revealed that due to damage the connector was difficult to connect to the control unit. Once connected a split screen image was observed. The complaint was verified. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include inadvertent impact damage. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event.

Event description:
It was reported that the camera head was not connecting. It was jammed or cracked an no image was displayed. No patient was involved as the failure was found before the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.